Manufacturer narrative:
(B)(4). The customer reported that the defibrillator started chirping, a black x was in the corner and the device failed to power up. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator started chirping, a black x was in the corner and the device failed to power up.